Manufacturer narrative:
(B)(4). Date sent: 4/10/2026. D4: batch # a98n2c. Investigation summary- the product was returned to ees for evaluation. Visual inspection was conducted on the returned device. Visual inspection of the returned el5ml device revealed no apparent external damage. The tyvek was also returned with the instrument, along with three (3) malformed clips inside in a plastic bag. An attempt was made to replicate the reported incident by testing the device for functionality. During activation, the advancer tip was observed to be broken, which prevented the clip from fully advancing into the jaw. Due to the condition of the device, no further functional testing could be performed to fully assess the reported issue. To evaluate the internal components, the device was disassembled. Upon disassembly, nine (9) clips were found within the clip track. The event reported was confirmed and it is related to improper use of the device. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch a98n2c number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 3/27/2026 d4: batch # unk the device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: did device jam (not fire clips)?=>no did device not feed clips (clips not advance fully into jaws)?=>no did device drop or eject clips?=>no was there any other issue noted with the clip firing (sideways feed clip, malformed clips, scissored clips, etc )?=>the clip was malformed. Did the clip not hold on the vessel or tissue once placed?=>unk. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, the device could not clip. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.